Event description:
The customer reported the sys locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board, power supply, and the foot switch were replaced during the svc call. The system was tested and found to be working as intended and put back into service.